Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bilateral inguinal hernia repair procedure, the dissection balloon would only laterally dissect out on one side, meaning only one side of the balloon would inflate and would not create space. The product was removed from the patient and the surgeon had to transition from laparoscopic to open technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgical time was extended by more than 30 minutes. No other adverse events reported.